Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness. Oversensing was noted on the right ventricular (rv) lead, and there were a large number of short v-v intervals. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.